Event description:
It was reported that, when the doctor began the unknown surgical procedure, the product was opened and connected to the generator without any major problems. A few minutes after starting the procedure, the doctor closed the material's jaw and it no longer opened. The procedure continued without further occurrences and was completed without problems.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: the patient had no problem after the end of the procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.